Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist device (lvas) instructions for use (IFU) is currently available. Section 1 addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also warns that at least one system controller power cable must be connected to a power source (power module or two heartmate 14v lithium-ion batteries) at all times. Section 3 provides instructions for exchanging power sources under ¿switching power sources¿. The heartmate ii lvas patient handbook is also currently available. This document contains information regarding all system controller alarms and the proper actions associated with them. The handbook also warns that the pump will stop if the system controller is disconnected from power. If system controller is disconnected from power, reconnect it right away. Instructions for exchanging power sources and the system controller are also listed in the patient handbook and warn that at least one system controller power lead must be connected to a power source at all times. Evaluation of the submitted log file confirmed a time stamp reset, indicative of a total loss of power to the system controller that would have resulted in a pump stop. A specific cause for this event could not be determined through this evaluation. The submitted log file showed the system operating on the default timestamps throughout its duration. A clock reset indicates that there was a total loss of power to the system controller that would have resulted in a pump stop. A specific duration of time for which the pump was stopped could not conclusively be determined. Upon restoration of power to the system controller, the timestamp reverted to the default of (B)(6) 2001, per design. Minor, transient power and flow elevations were captured within the log file. A specific cause for these elevations could not be determined through this evaluation. No other findings were identified, and the pump appeared to function as intended. It was reported that the patient was asymptomatic and received no treatment. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until expiring on (B)(6) 2021. Pump parameters, including speed and power, are detailed in the introduction section of the hmii IFU. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). The patient handbook also contains a section on handling emergencies, which includes pump stops. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The percutaneous lead repair was reported in MFR. Report #2916596-2020-03146

Event description:
It was reported that the patient had a ¿controller clock not set¿ alert. This was reset but the vad team submitted log files because they were wondering what caused it to not be set. The patient has been on this controller since percutaneous lead repair on (B)(6) 2020. During the analysis of the log file technical services observed the controller is showing continuous yellow wrench alarms due to the system clock not being set. The controller defaulted to default setting of 1/1/2001 at 1:00:00. The patient also had elevated flows above the normal parameters. The controller was not exchanged as the alarm resolved when the clock was reset.